Manufacturer narrative:
Device analysis: visual analysis of the photographs a device seems to be broken it is not confirmed that it is complete, however it is not labeled by lot number or by explanted side. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(6). Reason for reoperation: rupture and capsular contracture baker grade iii/ IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii/ IV diagnosed by ultrasound scan. The device has been explanted.